Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer¿s blood glucose level. Technical support determined that exposure to magsafe magnets, such as those found in iphones, could cause the alarm and provided this information to the customer. The issue did not occur during the load process, and while there were no previous reports of the specific alarms with this pump, there were reports with consecutive cartridges. Technical support decided to replace the pump, which was still under warranty, and instructed the customer to use mdi as a backup therapy. The customer was informed about the pump replacement process, including software updates and ensuring settings were transferred. Shipment of the replacement pump was arranged without requiring a delivery signature. The customer was also instructed on how to return the problematic pump to tandem, with a pre-paid label, within ten days to avoid charges, and to store the pump properly before its return.